Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿clinical and radiographic results of an all-polyethylene pegged bone ingrowth glenoid component¿ by malin wijeratna, bsc (hons), mbbs, frcs (tr&orth); david mcd taylor, mbbs, md, mph, drcog, facem; steven lee, mbbs, franzcr; gregory hoy, mbbs, fracs (orth); and mathhew c. Evans, mbbs, fracs (orth), published in the journal of bone and joint surgery, volume 96-a, number 13, july 6, 2016 was reviewed. The articles purpose was to (1) evaluate the early clinical outcomes of the use of this prosthesis and compare them with the published results associated with this implant; (2) to evaluate with radiographs and computed tomography (CT) the presence of osseous in-growth, prevalence and severity of radiolucent lines at the bone-implant interface, and component orientation; (3) to identify any correlation between early clinical outcomes and radiographic appearance; and (4) to determine whether the clinical and radiographic outcomes deteriorated with time. All shoulder replacements were performed with the global advantage or global ap with an anchor peg glenoid component (depuy). Out of the 83 implants included in the study, four glenoid implants were revised, although only one was due to aseptic loosening; the others were due to rotator cuff failure, glenoid fracture, and infection. Two prostheses were revised to a reverse-geometry prosthesis, one glenoid component was revised to a keeled design, and one was revised to a hemiarthroplasty. Out of the 83 implants, there were six complications requiring additional surgical procedures. One was a glenoid fracture requiring open reduction and internal fixation during implantation of the glenoid prosthesis, and the other five required postoperative intervention (three cases stiffness [one requiring hydrodilatation and two requiring arthroscopic capsular releases], one cuff tear requiring plicaiton of the posterior aspect of the capsule). There was 0% loosening rate in this series.